Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately shocked. It was unknown whether there were any patient consequences and patient condition was not provided.